Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The biomedical engineer evaluated the unit and confirmed the reported error. The biomedical engineer contacted product support and was advised customer to ohm the speakers and see if they are open. Asked the customer to swap the connections of both front speakers to see if the speaker needs to be replaced. The customer was given pn and price for new speakers. This part is not required to be return to the factory therefore no failure analysis can be performed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure 1102 e/c. There was no patient involvement.